Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A serial number search found a complaint file reporting setup problems and difficulties inserting cassette/ cassette pops out. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient event of not completing pd therapy with subsequent hospitalization for fluid overload and the liberty select cycler. However, it was reported that the patient fell asleep prior to initiating treatment. There was no malfunction or deficiency with the liberty select cycler reported for this event. The patient¿s spouse is now monitoring treatments to ensure they are completed and the patient was re-educated. Based on the available information, the liberty select cycler can be excluded as the cause of the fluid volume overload.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized between (B)(6) 2019 due to fluid overload. Upon follow up with the pd registered nurse (pdrn), it was reported that the patient was found to have severe edema from his toes to his hips bilaterally as well as crackles in his lungs. It was discovered that the patient was falling asleep prior to starting pd therapy on the liberty select cycler. The patient had set up but never initiated the treatment. The pdrn stated the patient reported not completing treatment for one time. However, the patient¿s edema, in addition to confusion and labs, indicated that he missed more than one treatment. The pdrn stated there was no issue or malfunction with the liberty select cycler. The patient completed several manual treatments to remove the excess fluid. The patient¿s fluid overload completely resolved in two days. His labs were normal, and the confusion cleared up as well. The patient was discharged to home on (B)(6) 2019. The patient¿s wife is now monitoring the pd treatments to ensure they are completed. The patient was brought into the pd clinic for re-education. Since the event, the patient has been completing pd therapy on the liberty select cycler with no further issues. No devices or samples were returned for physical evaluation.